Event description:
During service inspection failure of no audio during post tone was identified. There was no patient harm reported.

Manufacturer narrative:
The failure of no audio was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.